Event description:
It was reported that a device alarmed for air in line alarms. There was no pt injury.

Manufacturer narrative:
(B)(4). This device has been tested multiple times by the biomedical engineer at the facility with no recurrence of the air in line alarms. The devices have been returned to use with no further issues. A supplemental will be submitted should the customer choose to send the device in for service in the future regarding the reported symptom of air in line alarms.